Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that [pt] received a cook celect filter on (B)(6) 2010. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on 20aug2010 via the right femoral vein due to deep vein thrombosis (dvt), cancer and high risk for embolization and anticoagulation. Patient is alleging recurrent bilateral deep vein thrombosis, stent placement, ivc occlusion and thrombosis in filter. Patient further alleges recurrent deep vein thrombosis, occlusion of ivc at the level of the filter, stending of common and external iliac vein in 2011, angioplasty and thrombolysis procedures, and stenting of external iliac vein into ivc 08/2012. I had additional surgery is because of this march/april 2013 and 09/2013. This has caused pain in leg and groin area and several hospitilizations. Because the filter is still in my inferior vena cava, I worry about all the possible complications that the filter may cause in the future, including additional deep vein thrombosis, perforation of the vena cava and/or adjacent organs and structures, filter strut fracture and/or migration of the entire filter causing serious injuries or death." This additional information received on 30jan2019 as follows: per venogram report, 19may2015: the right common femoral vein appears to be occluded. The right external iliac and common iliac appeared to be chronically occluded. There is no filling seen of the inferior vena cava, however venous draining does appear to be present through the system. A retrievable ivc filter is present in the inferior vena cava. Per venogram, 26may2015: the right common femoral vein appears to be occluded. The right external iliac and common iliac vein appeared to be chronically occluded. There is no filling seen of the inferior vena cava, however, venous drainage does appear to be present through the collateral system. A retrievable ivc filter is present in the inferior vena cava. Per venogram, 19apr2013: new thrombus in ivc filter. Evidence of obstruction due to clot in graft. Per cavogram, 22aug2012: no evidence of thrombus per ultrasound, 12aug2012: there is extensive thrombus through the right lower extremity extending into the iliac vessels and ivc up to the level of an ivc filter. Superior ivc is patent. Occlusive thrombus is seen in the left common femoral veins. Here is also thrombus in the superior and middle portions of the posterior tibial vein. Thrombus in the left common femoral vein was also seen. Diffuse thrombosis of veins in the right lower extremity extending into the right iliac vein and ivc up to the level of an ivc filter. The ivc superior to the filter is patent. Venacavagram, 19feb2012: attempted catheterization of the chronically occluded right iliac vein which was obstructed by the left iliac stent that was thrombosed, venous duplex scan of the right lower extremity involving the common femoral vein, deep and superficial femoral veins, and the popliteal vein, percutaneous ultrasound-guided access of the right popliteal vein, right lower extremity venogram, catheter advancement to the iliac vein which is a 1st order nonselective catheterization, catheter-direct thrombolysis with tissue plasminogen activator (tpa), placement of a craig-mewissen thrombolysis catheter in the right femoral vein extending to the iliac vein. Per ultrasound, 18feb2012: diffuse thrombosis of veins in the right lower extremity extending into the right iliac vein and ivc up to the level of an ivc filter. The ivc superior to the filter is patent. Per CT, 02sept2011: the examination is optimized for determining the presence of pulmonary emboli. No pulmonary embolus. Per venogram, 31may2011 : the left common femoral vein had a tremendous amount of disease as did the left external iliac vein and left common iliac vein but the inferior vena cava was found to be of normal substance with no evidence of disease and measured to be roughly 18 square millimeters. Completion venogram was performed from the sheath on the left superficial femoral vein showing residual disease at the left superficial femoral vein and retained contrast in the stents which were widely patent but not good inflow. Therefore I placed another stent 14 x 90 from the left superficial femoral vein into the left common femoral vein stent which had been previously placed and dilated this to 12 mm a 12x 4 mm xxl angioplasty balloon. At the completion an ascending venogram was performed. Then from the left superficial femoral vein showing brisk inflow and outflow of the stented segment. It was then post-examined using intravascular ultrasonography showing excellent apposition of the stents which were widely patent with no evidence of thrombus. Per ultrasound, 03may2011: ivc filter is patent. No clot in the right leg. Left leg has non occlusive clot in the pop-common femoral vein and occlusive clot in the external and internal findings. Monophasic flow is noted in the common femoral vein. Per ultrasound, 31jan2011: patent and narrowed vena caval filter with disturbed and high velocity flow within. Venous flow into and out of filter appears normal. Chronic venous thrombus is appreciated. Per ultrasound, 21nov2011: interval improvement in the clot burden, with resolution of the previously identified calf dvts and thrombus in the lower segment of the femoral vein. There is persistent thrombus in the left iliac vein extending into the greater saphenous and to the middle segment of the left femoral vein.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1: name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: the following fields were updated per additional information received: a4, b5, b6, b7, h6 investigation -the reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported dvt, stent placement, pain (leg and groin), multiple hospitalizations, angioplasty and thrombolysis procedures, stenting of external iliac vein, additional surgeries, worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, but the filter is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per venogram report, (B)(6) 2015: the right common femoral vein appears to be occluded. The right external iliac and common iliac appeared to be chronically occluded. There is no filling seen of the inferior vena cava, however venous draining does appear to be present through the system. A retrievable ivc filter is present in the inferior vena cava.